Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. Sys operates as intended.

Event description:
Customer reported, the sys would not fluoro. No pt injury was reported.